Manufacturer narrative:
--

Event description:
Additional information received that there was also significant increase in threshold. When the tip to ring configuration was reprogrammed to tip to can configuration, impedance and threshold measurements went to normal range. No adverse patient effects were reported.

Event description:
Boston scientific received information that during routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing left ventricular (lv) lead impedance measurement. No other clinical observation was reported. No intervention was performed at this time. The physician would continue to monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.